Event description:
The customer reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 188mg/dl. No further information was provided.

Manufacturer narrative:
Evaluated one opened and used reservoir. Checked o-rings/stopper groove for anomalies. None were found. Ran basal, bolus and leaking test. Reservoir passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.